Event description:
The pt underwent an interventional procedure on both legs. The physician noted that both vessels were of small diameter. The physician determined to close both arteriotomies with the closer tsl 6 french device, starting with the left side. The device was successfully deployed and the suture was tied. Adequate hemostasis was not achieved and compression was applied. Simultaneous to completion of the procedure, the pt complained of leg pain, pedal pulses could not be detected, and a cold foot was observed. The physician performed an angiogram through the right groin and diagnosed an occlusion of the left common femoral artery. An attempt to retrieve the suture and remove it was unsuccessful. The pt was placed on heparin, 1000 unit/hour. Since the pt was scheduled for surgery the same day for a complete occlusion below the right knee the physician determined to perform a cutdown in surgery to remove the stitch and explore the cause for the occlusion. Field reports indicate that the vascular surgeon found a longitudinal tear approximately 2 cms long located 1 cm above the suture. The vascular surgeon felt that the tear was due to operator error. Additionally, he noted this case exhibited poor pt selection for the closure procedure, due to the small diameter of vessel. A piece of plaque was evident at the site of the tear. The co representative who investigated this event said the device may have been over-inserted. When pulling the device back to position the foot prior to deployment, the foot may have dissected the artery. Thrombus formed at the site and occluded the vessel.